Event description:
Reportedly, during testing, the down button and the alarm silence / reset button on the touch panel were found to be unresponsive. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
(B)(4).